Manufacturer narrative:
The anchor was not returned and the customer's complaint could not be verified. Device history review revealed nothing relevant to this event. Nine other similar events involving this part/lot combination have been reported to this date. Previous investigations indicate that this type of event can occur as a result of over insertion and/or improper bone preparation. However, the cause of this event could not be determined without device evaluation. Arthrex will continue to investigate this issue. A follow up report may be submitted if significant findings develop from the investigation.

Event description:
It was reported that the anchor did not seem to be properly seated on the bone and when the inserter was removed, the head and suture eyelet stripped from the threaded body which remained in the patient's glenoid. Customer reports no visible over torquing or levering of the anchor. The customer did not report any adverse consequences with the patient as a result of this event. This device is used for treatment.